Manufacturer narrative:
(B)(4). Batch#: r57f3a. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please specify how the device jammed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60 device was returned with no apparent damage with an ecr60b reload loaded in the device. The reload was received partially fired 1/16. Upon evaluation of the reload, the reload pan was removed and it was noted that the one-piece sled was damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number: r57f3a, and no non-conformances were identified.

Event description:
It was reported that the knife didn't cut to the end. After triggering a second time, the device was jammed. No patient harm nor significant delay reported.